Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was possibly fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.